Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother was reported via phone call that, the customer had high blood glucose 444 mg/dl. Customer treated high blood glucose with bolus. Customer will call back to troubleshoot if has any other issues. The insulin pump will not be returned for analysis.